Event description:
During implant, after closing the pocket, no low voltage (lv) output was observed on the device. The patient¿s pocket was reopened, the right ventricular (rv) lead was tested with a pacing system analyzed (psa) while in situ. The psa values were adequate, however, the rv lead was repositioned as a micro dislodgement of the rv lead was suspected. The lead was again tested with the psa with good results. After connecting the rv lead to the device, no lv output was again observed. The device was explanted and replaced to resolve the event. The patient was stable.